Event description:
As reported via the (B)(4) registry, a patient experienced slow flow and an intracerebral/subarachnoid hemorrhage following the index procedure and an ischemic stroke approximately one month after the procedure. At the time of the index procedure, angiography revealed 90% stenosis of the proximal left internal carotid artery. The lesion was eccentric and 3.0 mm in length with thrombus present within the lesion. The patient was asymptomatic prior to the procedure with rankin and nih stroke scale scores of 0. An angioguard rx with a 6 mm basket was deployed beyond the target lesion and the lesion was pre-dilated. An 8.0 x 30 mm precise pro rx was implanted at the target lesion. During the procedure, thrombus was noted proximal to the filter. There was attempted aspiration and thrombus was resolved, but sluggish flow was noted with what appeared to be flow limiting thrombus in the left mid cerebral artery. The patient experienced aphasia, right sided weakness and behavior change. The angioguard was removed with no debris in the basket. The patient improved and was sent to recovery, but one and a half hours later, the symptoms worsened with global aphasia and fluctuating right sided weakness. The case report form indicated that the patient had an intracerebral/subarachnoid hemorrhage with symptom of behavioral change, aphasia, reflex change, right hemiparesis and right hemineglect. MRI showed patchy perisylvian infarct, but the whole mid cerebral artery had reduced perfusion. The patient underwent emergent intra-arterial therapy. Recanalization was obtained of the nearly occlusive m1 segment of the mid cerebral artery with a solitare retrievable stent. Due to concern about debris at the carotid stent site, an overlapping stent was placed form the common carotid artery to the internal carotid artery with distal protection device used. Post procedure showed strong improvement in all extremities, but global aphasia remained.

Manufacturer narrative:
During hospitalization, aphasia improved, but the patient remained easily distracted. The patient was discharged to an acute rehab facility for further care approximately eight days after the index procedure with rankin score of 4 and nih stroke scale score of 11. According to the investigator, the event was related to the index procedure and not cordis product. Approximately four weeks later, the patient experienced a sudden onset ischemic stroke. The patient presented with a grand mal seizure that lasted 2 minutes. He was treated with tpa and benzodiazepines. Carotid ultrasound revealed a widely patent stent. MRI revealed subacute stroke in left mca region and new acute non-hemorrhagic stroke in left pca distribution. After approximately three days of hospitalization, the patient was discharged with residual symptom of intermittent spasms of the leg with rankin score of 3 and nih stroke scale score 6. According to the investigator, the stroke was not related to cordis product. Concomitant medications included lisinopril 40 mg daily, aspirin 325 mg daily, atorvastatin 20 mg daily, omega 3-vitamin e daily, cholecalciferol - vitamin d3 daily, gabapentin 300 mg twice daily, vicodin as needed, glimepride twice daily, clopidogrel 75 mg daily, and heparin intra-procedure. Concomitant medical devices included angioguard (catalog number 601814rmc, lot number 70811492). Additional information will be submitted within 30 days of receipt. This is one of two devices associated with the event with manufacturer report numbers 9616099-2012-00408 and 1016427-2012-00103.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(6) registry, a patient experienced slow flow and an intracerebral/subarachnoid hemorrhage following the index procedure, and an ischemic stroke approximately one month after the procedure at the time of the index procedure, angiography revealed 90% stenosis of the proximal left internal carotid artery. The lesion was eccentric and 3.0mm in length with thrombus present within the lesion. The patient was asymptomatic prior to the procedure with rankin and nih stroke scale scores of 0. An angioguard was deployed beyond the target lesion which was then pre-dilated followed by deployment of a precise stent. Thrombus was noted proximal to the filter, aspiration was attempted and the thrombus was resolved. However sluggish flow was noted with what appeared to be flow limiting thrombus in the left mid cerebral artery. The patient experienced aphasia, right sided weakness and behavior change. The angioguard was removed with no debris in the basket. The patient improved and was sent to recovery. One and a half hours later, the symptoms worsened with global aphasia and fluctuating right sided weakness. The case report form indicated that the patient had an intracerebral/subarachnoid hemorrhage. MRI showed patchy perisylvian infarct, but the whole mid cerebral artery had reduced perfusion. The patient underwent emergent intra-arterial therapy and recanalization was obtained of the nearly occlusive m1 segment of the mid cerebral artery with a solitare retrievable stent. Due to concern about debris at the carotid stent site, an overlapping stent was placed from the common carotid artery to the internal carotid artery with distal protection. Post procedure showed strong improvement in all extremities, but global aphasia remained. The patient was discharged to an acute rehab facility for further care approximately eight days after the index procedure with rankin score of 4 and nih stroke scale score of 11. According to the investigator, the event was related to the index procedure and not cordis product. Approximately four weeks later, the patient experienced a sudden onset ischemic stroke. The patient presented with a grand mal seizure that lasted 2 minutes treated with tpa and benzodiazepines. Carotid ultrasound revealed a widely patent stent. MRI revealed subacute stroke in the left mca region and a new acute non-hemorrhagic stroke in left pca distribution. After approximately three days of hospitalization, the patient was discharged with residual symptom of intermittent spasms of the leg with rankin score of 3 and nih stroke scale score 6. According to the investigator, the stroke was not related to cordis product. The patient's medical history includes bilateral carotid stenosis with cea (l2003 and r2005), hyperlipidemia, history of smoking, diabetes mellitus, coronary artery disease, hypertension, contralateral carotid occlusion, gerd and cervical laminectomy with spinal immobility and inability to flex the neck beyond neutral or a kyphotic deformity. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Hypotension, hypoperfusion, tia and stroke are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke, but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Intracerebral hemorrhage usually results from rupture of an arteriosclerotic small artery that has been weakened, primarily by chronic arterial hypertension. Such hemorrhages are usually large, single, and catastrophic. In some older people, an abnormal protein called amyloid accumulates in arteries of the brain. This accumulation (called amyloid angiopathy) weakens the arteries and can cause hemorrhage. Less common causes include blood vessel abnormalities present at birth, injuries, tumors, inflammation of blood vessels (vasculitis), bleeding disorders, and use of anticoagulants in doses that are too high. Bleeding disorders and use of anticoagulants increase the risk of dying from an intracerebral hemorrhage. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. This is one of two devices associated with the event with manufacturer report numbers 9616099-2012-00408 and 1016427-2012-00103.